Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that drive support cap was sticking out. Customer's blood glucose was 15 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The drive support was inspected and no anomaly was noted. However, the insulin pump was received with detached end cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.